Event description:
It was reported that the mdu hand control was overheating. Occured during set up.

Manufacturer narrative:
Investigator determined that the device power cord has shorted or open internal wiring, consequently, there was a relationship found between the returned device and the reported incident. Device failed functional tests with motor stall error and overheating when power cord was bent near strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of motor stall and overheating was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed except for a large kink in power cord near strain relief. Factors which can contribute to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.